Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant (sal siltex rnd diap pkg 225cc) had an area of siltex cracking on the anterior view. Additionally a tear was noted within the siltex cracking, measuring approximately 0.5 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast surgery with 225cc mentor siltex round moderate profile saline breast implant experienced right-sided deflation postoperatively. Deflation was diagnosed by physical examination. As a result, the patient underwent explantation and replacement with 325cc mentor memorygel breast implants, catalog # 3503254bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2021.